Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event noted during analysis. As received, only the distal portion of the lead was returned in one piece analysis. Visual inspection found two external insulation abrasions breaching the outer insulation caused by friction to another implanted device or feature of the patient anatomy. No other anomalies were identified.

Manufacturer narrative:
Correction: d4 - the serial number should not have been included in the initial report.